Event description:
During an unknown procedure, during harmonic disposable assembly and stripping down, assembly zone broken. They could not use it. Not noted how case completed. No patient consequence.